Manufacturer narrative:
Manufacturer narrative: the customer reported that all of the rns (remote network system or remote monitoring systems in the facility are showing communication loss. The problem reported was evaluated by the nihon kohden support group. It was determined that the rns (remote monitoring system) server was not sending out multicast. The service was stopped and restarted. Multicast then began sending out to the rns clients. The system was back up and running. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The problem reported was evaluated by the nihon (B)(4) tech support group. It was determined that the rns (remote monitoring system) server was not sending out multicast. The service was stopped and restarted. Multicast then began sending to the rns (remote monitoring system) clients. The system was back up and running. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device was not returned.

Event description:
The customer reported that all of the rns (remote network system) or remote monitoring systems in the facility are showing communication loss.